Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q1/2017 of the asr report submitted to the FDA on #e2011006, which was revoked on (B)(6) 2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial asr report was filed on (B)(6) 2017 under FDA exemption number e2011006.

Event description:
Manufacturer report ID #2124215-2017-00512 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. Additional information received that the device was explanted last week and the lead was recently extracted as the physician had to use a laser to remove this product. There were no additional adverse patient effects were reported. The product was explanted. Boston scientific received information that this product was part of a system revision due to infection. Additional information received indicated that this right ventricular (rv) lead was not successfully extracted when the whole system was explanted, and was rescheduled for extraction using a laser. This rv lead was explanted and sent to pathology. No additional adverse patient effects were reported.